Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported a transarterial embolization (tae) procedure with embospheres was performed on a patient with cirrhosis. A double wall puncture was performed via a 21 gauge needle in the common femoral artery (cfa). An angio-seal vip was used to seal the arteriotomy site successfully achieving hemostasis. Two days later the patient experienced pain and swelling at the puncture site. A doppler ultrasound revealed a 2 x 2 centimeter pseudoaneurysm at the arteriotomy site. The patient underwent surgical intervention where the surgeon found blood under the skin and something similar to collagen above the arteriotomy site. The pseudoaneurysm was repaired. The patient was reported as fine and has been discharged. The physician stated the patient had been coughing due to his illness.